Event description:
While the anesthesiologist was performing an epidural, the epidural catheter placement encountered resistance when it was advanced through the tuohy needle once it reached the tip of the tuohy. As the epidural catheter was withdrawn (with no unusual resistance or force needed), it was noted that the tip was not intact and the first 5 cm of the epidural catheter appeared to be retained in the patient's back. The manufacturer was contacted in regards to management of the retained epidural catheter tip. The manufacturer referred the anesthesiologist to the FDA information site on retained epidural catheters and noted that the catheter is biocompatible and should not react with the body; there is no harm in leaving the catheter in place. Therefore, a decision was made by the anesthesiologist and surgeon prior to the start of the surgical procedure to intentionally leave the catheter in place. During the rca meeting of this case, the anesthesiologist's technique was reviewed. It was noted that when withdrawing the catheter, it was withdrawn through the tuohy needle, which is inconsistent with the recommendations of the product packaging. Also, we attempted to re-create breaking the catheter inserted through the tuohy needle and it was extremely difficult to do so given that the anesthesiologist reported the ease at which the catheter withdrew, and felt that was unlikely due to the technique, but possibly due to product failure.